Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On oct 22, 2009 the lay user/pt contacted lifescan to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the info originally provided. In 2009, the pt noted the reported meter would not power on with either the power button or the test strip insertion; he was unable to obtain a blood glucose reading. During this time period, the pt took his usual dose of the oral diabetes medication metformin 1000 mg three times per day. One month later, the pt alleged he experienced the symptom of blurred vision. The pt did not receive any medical attention or treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the pt's test strips were correct. The cca also determined the pt had not replaced the meter's battery as recommended by the MFR. The issue was not resolved, as the pt did not have a replacement battery available. The meter, test strips and control solution were replaced. The pt did not replace the meter's battery as recommended. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was not able to test his blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.